Event description:
The pt reported no longer hearing sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was performed on 7/21/1998.